Event description:
Pt developed "large blood blister," "redness."

Manufacturer narrative:
The cutera guidelines instruct to "treat the entire wart." The clinical paper also discusses treating the entire surface of the wart. The study and the guidelines do not specify the size or surface area that is treated. "Hemorrhagic bullae" (large (>1 cm) vesicle) filled with blood were listed as "other side effects" in the clinical study. The laser was evaluated by cutera fse for a separate issue. There were no error codes or operational issues during the treatment. The laser was found to be operating within spec.